Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a decreased battery voltage of 2.58. Premature battery depletion was alleged.